Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced but failed to cross the lesion. The balloon was inflated. However, during the initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).